Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced painful sensations. X-ray imaging revealed migration of both leads. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates that the leads were fractured. Surgical intervention was undertaken on (B)(6) 2026 wherein the leads were replaced to address the issue. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.